Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with marginal keratitis of the right eye two days following lasik treatment. The patient reported burning, red eyes, light sensitivity in the right eye the morning after treatment. The patient was put on polymixin b sulfate/trimethoprim. Additional information received; one day following onset the symptoms were reported to be improving. Seven days following onset the symptoms are nearly resolved and the patient was instructed to use the drops four times a day for two days with pending follow up. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.